Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A lot code for the broach is not known. A two year database search against the broach product code finds no other reports of any kind. Medical records reviewed; from a medical perspective, based on the limited information available, it is not possible to determine if the complaint is product related. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update: 09/09/2016 medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes reported subsided left femoral stem with leg shortening and pain. The stem was reported to be well fixed. Pain can be attributed to the subsidence of the stem. The primary surgery notes reported a small v-type crack while placing #4 broach. Adding the broach to the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient was revised to address stem subsidence.